Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the representative arrived at the hospital for a pump replacement. The physician was planning to replace the catheter as well. The patient had presented several months prior with a return of some pain in the legs. The physician attempted a dye study, aspiration for a diagnostic check, and there was the inability to aspirate from the catheter access port (cap). The physician attempted flushing the catheter and monitored the patient. The symptoms improved temporarily. After, the symptoms returned and the physician planned to replace the catheter. In addition, there was report that the expected volume was 10 milliliters (ml) and the actual volume was 11.5 ml. The cause of the discrepancy was not specified. The issue was reported as not being resolved and the cause of the issue undetermined. However, the catheter was intact upon removal and was replaced. At the time of the report the patient was reported as alive, no injury. This device system delivered marcaine and dilaudid.

Manufacturer narrative:
The catheter was returned and analysis revealed the catheter body had dried drug or blood occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.